Manufacturer narrative:
The manufacturer previously reported information alleging a thermal event to a dreamstation 2 advanced auto CPAP device. The end user's sister called in alleging her brother tasted and smelled something funny, the device quit working and then caught on fire. The user's sister stated her brother reported seeing smoke and flames and extinguished the flames by blowing them out. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging of a thermal event to a dreamstation 2 advanced auto CPAP device. The end user's sister called in alleging her brother tasted and smelled something funny, the device quit working and then caught on fire. The user's sister stated her brother reported seeing smoke and flames and extinguished the flames by blowing them out. There was no report of patient harm or injury. The device has not yet been returned to the manufacturer. The manufacturer's investigation is ongoing. A final report will be submitted when the manufacturer's investigation is complete.